Event description:
It was reported by service report that the side rail had a broken weld and it could not be locked in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
A new litter has been placed on order and will be replaced upon receipt.